Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead's helix screw would not deploy. The lead was removed from the patient. Several attempts were made to deploy the screw while outside of the patient's body and the screw was eventually deployed. The physician requested a new lead and the new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. The analyst noted that the helix was able to be extended and retracted; however, the helix would not fully retract because the helix had been stretched. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.